Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2009 due to dislocation. The liner was removed and replaced with a custom liner. Additionally, patient will need to undergo a revision due to a possible liner fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01921 / 01922).